Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 12/27/2019 to the present date 11/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has a bad network card. No additional information was provided. No patient involvement was noted.

Event description:
It was reported that the device has a bad network card. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from the date of manufacture (B)(6) 2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.